Event description:
Patient reported freedom pump is not working, the syringe isn't staying in place. Her and her husband tried multiple times. She stated she did not use any of her vials or open anything, has all her supplies. No questions for rph (registered pharmacist). No other information provided. Serial number - (B)(6). Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return did we replace device? Yes. What is the outcome of the event? Resolved.